Event description:
It was reported by the customer, the control body on the evis exera ii ultrasound gastrovideoscope had defects. No patient harm reported. During the evaluation of the device, it was noted the adhesive was peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). This report is to capture the reportable malfunction of the adhesive was peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue) noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The scope connector was broken. The painting peeled off the air/water nut and suction cylinder nut. The air/water cylinder and suction cylinder were deformed. The water connector water had leakage. The light guide cover lens was cracked. The probe unit acoustic lens was damaged/cut. The bending section cover glue was chipped. The connecting tube, grip unit, pocket pouch and universal cord were scratched. The ks-mouthpiece, connector, and seat holder were corroded. The angulation had play and the wire stopper angulation was less of specified value. The up/down knob angulation had less of specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the adhesive peeled or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object and/or a handling issue. The following is included in the instructions for use (IFU): ¿chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.